Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient developed a hematoma at the ipg site. Surgical intervention was undertaken on (B)(6) 2022, where a hematoma evacuation and wash out was performed. Nothing was explanted and therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.